Event description:
The customer called to report that there was a misassociation of the suspect device front end accession numbers with the plate read out results from the device's back end instrument. The facility did report out results from runs with known accession numbers of pts, but did not act upon those results.